Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. They were unable to access the reservoir on (B)(6) 2019. Regarding the pump having been too deep and if there were issues/difficulties encountered with placement/positioning of the pump at implant, if pump movement or erosion occurred, or if the issue was related to anatomy, it was indicated that there were no issue with the pump at all. They just had difficulty with refill due to the depth of placement at initial implant and the subsequent swelling. Symptoms related to the event was indicated as having been not applicable. The inability to access the reservoir, pump having been implanted too deep, and cosmetic concerns were resolved following the pocket revision. The patient¿s weight at the time of the event was described as having been approximately (B)(6) pounds; however, the true weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) and morphine 1 mg/ml at 0.3 mg/day via an implanted pump for spinal pain and failed back surgery syndrome. It was reported they were doing a pocket revision on the date of this report because after the pump was implanted, they were unable to access the reservoir because it was implanted too deep. It was unknown what day they attempted to access the reservoir (event date asked and unknown), but the pocket revision was (B)(6) 2019. The reporter had no further details and was calling to ask what the volume of the internal pump tubing was. Implant depth concerns were reported as the pump was ¿too deep.¿ cosmetic concerns (not erosion) were reported and there was no dissatisfaction with the size or shape. Patient symptoms were not reported. No further complications were reported/anticipated or expected.